Manufacturer narrative:
The monitor and electrode belt have been returned for evaluation. Evaluations have not been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Patient received an appropriate shock during vf. Post shock sinus bradycardia at 50 bpm. The patient continued use of the lifevest. No deficiencies were alleged against the lifevest. The patient reported having a burn-like mark under the front te pad following the treatment event. No medical intervention was reported for the irritation. Patient reported the burn was improving.